Event description:
The reporter responded to call regarding audien hearing aid on her grand mother's behalf. The reporter mentioned, " the right ear hearing aid did not function right from the beginning and was given back." Her grandmother did not experience any adverse event due to the device and is waiting for replacement.